Event description:
The pt contacted lifescan on 8/05 and alleged that the one touch ultra meter was reading inaccurately high. A pt reported blood glucose results of 412 mg/dl with a lifescan meter and 207 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.